Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the hospital had been evaluating the patient for device explant for past three months. The patient presented to the hospital and was admitted for hemolysis with reduced hemoglobin and hematocrit (h/h). It was reported that the patient had a history of gi bleeding and had been off anticoagulation medication for months. Upon admission, tests were negative for gi bleed. The pump parameters were assessed for potential thrombus formation; however, due to the patient's ejection fraction (ef) of 45% it was difficult to determine whether the device was offloading the left ventricle. Outflow velocity assessment was inconclusive due to the flow and pulsatility produced by the patient's native heart. The hospital reported noticing a slight power spike from 4-5 watts to 7-9 watts. Waveforms and log files submitted to the manufacturer for evaluation were within normal parameters. Although the hospital suspected pump thrombus was contributing to the patient's hemolysis, it was difficult to assess for thrombus in the device and as a result the hospital made a decision to explant the device for patient recovery. The device was explanted and the patient was admitted to the ICU and maintained on a modest dose of inotropes. One (1) day post explant, the hospital reported that the patient had been extubated and inotropes were being weaned and in addition, the patient's heart function had not deteriorated since explant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for analysis. The device was returned with the percutaneous lead severed approximately 4" from the reinforcing sleeve/boot and the remainder of the lead was not returned. The inlet cannula and the outflow grafts were returned detached from their respective pump ports. The bend relief was not in place over the outlet graft and the graft was sutured possibly as part of the explant process. The distal side of the outlet stator revealed evidence of a deposition in the pump. Evaluation of the disassembled pump identified a well-adhered, tissue-like thrombus with visible laminated layering at the proximal-side of the outlet stator and outlet bearing ball. Examination of the inlet thrombus revealed that it had formed over an unspecified period of time while the pump was in operation, likely as a result of increased bearing heat. The exact cause or origin of the thrombus could not be conclusively determined although it was occluding the blood path and would have affected flow through the pump and led to the reported power spikes and hemolysis. Although the denatured aspect of the thrombus appeared to occur as a result of prolonged exposure to increased bearing heat, our examination of the pump blood tube, rotor and bearings revealed no obvious surface wear or defects that would have contributed to an increase in bearing heat. In addition, it is unknown whether or not the patient having been off anticoagulation medication for months contributed to the reported event. No further information is available. The manufacturer is closing its file on this event.